Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of an overdelivery. During routine preventative maintenance testing by the user facility, the device overdelivered by an unspecified amount. No specific testing parameters were provided. Delivery accuracy for this device requires delivery of 20ml+/-1ml(+/-5%). There were reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.